Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. A soft toothbrush may be used. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water. Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the nightguard. Rinse appliance well with clean, cool water before and after use. Clean comfort3d bite splint with clean, cool water only, and let it air dry." Rpt 012620 rev. 1.0 (comfort3d bite splint verification) confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient has an autoimmune condition and comf3d triggers a physical reaction. The patient's oral hygiene is good. The device was delivered to the patient, and the onset of symptoms occurred on 11/10/2025. The patient presented with the issue on (B)(6) 2026 and stopped using the device on (B)(6) 2025. The patient states that there were no oral symptoms. Instead, wearing the appliance triggered a systemic sensitivity similar to other reactions has experienced. The systemic symptoms resolved when the appliance was not used, then came back each time they used the appliance. The patient didn't suffer any harm/injury, and no medical intervention was required.

Manufacturer narrative:
The device has been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).